Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to the 300's (mg/dl) for several months; however, no specific onset date was provided. Contact did not provide the treatment method for the elevated bg levels. Contact recommended that the customer consult with their health care provider to discuss diabetes management.